Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received? Ten days ago and during a sleeve gastrectomy surgery, there was a failure during firing a gold reload, cut line performed without stapling. As a result of this failure pt. Has a leak at the 5th day post op. He is now hospitalized at the ICU, mega stent where applied from ge junction till the pylorus to stop the leak. Please note: - during surgery the surgeon reinforced the failure site with 2 holding stitches (stratafix). - the surgeon is a single use echelon gst. In the hospital they are doing an investigation about the reason of this issue additional information requested and received: what is surgeon¿s experience with gst platform? The surgeon has been using gst since he start working at hospital 2 years ago, and he have 4-5 case/ month. Was buttressing material used? He is not using any buttressing material in the echelon reloads. In the suspect firing, were any staples deployed? If so, please describe shape. As the surgeon mentioned the staples were deployed, did not catch the tissue ( u shape) were any unusual noises noted during firing? Without any unusual noise during firing. How was the leak identified? The cut was performed without stapling, specimen side and pt. Side were open immediately after the stapler ¿echelon¿ opened, surgeon did another stapling anterior to the failed one with over swing using startafix suture. After 24 hours after surgery pt. Has a leak. Is the device being returned for analysis? Or head nurse kept the failed reload for reporting and he give it to me. What is the current patient status? The pt. Stay at the hospital for another 2 weeks between ICU and surgical department, he is doing will now after stent was applied at the leak side through gastroscope. Pt. Discharged from the hospital.

Event description:
It was reported that during sleeve gastrectomy surgery, after the surgeon finished dissecting with the harmonic, started to cut the stomach using echelon gst and green reload ( ecr60g). It was done smoothly. Next reload it was gold (ecr60d). The cut was performed without stapling as a result stomach opened from both sides. Restapling was done with the same gun but this time with blue reload (ecr60b), and the surgeon finish the procedure with another 3 blue reloads, another 2 holding stitches with pds stratafix applied over the staple line at the failed reload site.

Manufacturer narrative:
(B)(4). Investigation summary: the analysis results showed that one ecr60d cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint were found during the manufacturing process.